Event description:
In 2007 at 10:19am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter was giving error 2 and he was unable to test his glucose for the last 2 weeks. Per the owner's manual, error 2 could be caused either by a used test strip or a problem with the meter. The complaint is classified based on the documentation of the customer care advocate (cca). Around the time of the same month, the patient went to the clinic two times to have his blood tested. The patient tested at greater than or equal to 500 mg/dl on a doctor's/clinic meter. The clinic did not provide any medical intervention. The patient did not have any diabetes symptoms. He did not take any action in regards to diabetes treatment due to the reported issue. During the troubleshooting session, the patient did not have his lfs supply and could not identify the meter that he was using. This complaint is being reported, because the patient claimed the issue began about 2 weeks ago, and after it started, he went to the clinic for assistance and obtained a reading of greater than or equal to 500 mg/dl. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.